Event description:
It was reported that five days following a lap ileum resection, the patient experienced high fever and was scanned. Because of an absess, the patient was reoperated. During the reoperation, the surgeon found the inner valve from the trocar in one whole piece in the middle of the absess, near the original anastomosis.

Manufacturer narrative:
Date sent: 02/26/2008. Information is unavailable; device was not returned for evaluation.